Manufacturer narrative:
This report is filed on december 21, 2017.

Event description:
Per the clinic, the patient experienced pain at implant site following an MRI (3.0 tesla); however the issue could not be resolved. Subsequently the patient's device was explanted on (B)(6) 2017.